Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Event description:
It was reported that the patient twiddled out both leads. The right ventricular (rv) lead was explanted and replaced. The right atrial (ra) lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5076-52 implantable pacing lead, implanted: (B)(6) 2012, cd2257-40q competitor implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012. (B)(4).